Event description:
The customer reported that the system would intermittently not completely boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to working as intended.